Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of total parenteral nutrition which was intended to infuse at 2.1ml/hour with a total volume to be infused of 190.4ml. However, the infusion was found to be completed within 4 hours. The patient experienced respiratory distress and glucose reading greater than 600mg/dl. The patient was given a "rapid response" of unspecified medication. The patient was monitored until later stabilization.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, FDA notified?, report source other. Additional information : report source, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex f, a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of over infusion of tpn was not confirmed or replicated during testing. ¿ laboratory testing found the suspect pump module delivering fluid as programmed and within specification. ¿ a review of the event date of 20 july 2023, and time 0400hr (4:00 am) was performed and is summarized. O initial programming of tpn (drug ID 174) was performed on 13 july 2023 at 10:15 pm o on 19 july 2023 at 10:37 pm, the infusion of tpn completed, kvo was started and the infusion was restored and started with a rate of 2.1ml/h and a vtbi of 4.2ml. O from 11:09 pm to 11:10 pm, pump module was paused, alarmed for ¿safety clamp open/close door¿ (3 times 7 seconds total during a one minute period), and the door was closed after the third alarm. A vtbi of 4.2ml/h was programmed, and the infusion was restarted. O on 20 july 2023 at 1:10 am, the infusion completed kvo was started, and the infusion was restarted with a vtbi of 4.2ml/h. O at 3:10 am, the infusion was completed, kvo was started, and the infusion was restarted with a vtbi of 4.2ml/h. O at 4:20 am, the module alarmed for door open two minutes later the module alarmed for check IV set and was channeled off. O volume infused was calculated to be 11.95ml from 19 july 2023 at 10:37 pm to 20 july 2023 at 4:22 am. ¿ a review of the pump module device logs observed no errors or malfunctions. ¿ inspection of the pump module observed no anomalies that would contribute to the reported complaint. ¿ the suspect administration set was not returned, therefore it could not be inspected or tested. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that there was an over infusion of total parenteral nutrition which was intended to infuse at 2.1ml/hour with a total volume to be infused of 190.4ml. However, the infusion was found to be completed within 4 hours. The patient experienced respiratory distress and glucose reading greater than 600mg/dl. The patient was given a "rapid response" of unspecified medication. The patient was monitored until later stabilization. Received a copy of the customer's medwatch report from FDA which states, "medication administered faster than programmed." The patient required hospitalization.